Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: during insertion the physician tried to aspirate blood, but the syringe did not work. Another set obtained for use and again had similar issue. The hub of the introducer needle was cracked on both sets. A third set obtained and worked fine. No patient injury or complication reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer did not return a complaint sample; however, they supplied a photo showing an introducer needle attached to an arrow raulerson syringe (ars). Visual analysis revealed a crack in the needle hub. The defect appears consistent with damage due to a design issue. A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "insert introducer needle with attached arrow raulerson syringe into vein and aspirate. (If larger introducer needle is used, vessel may be prelocated with 22 ga. Locater needle and syringe.) Remove locater needle". The report of a cracked needle hub was confirmed through analysis of the customer supplied photo. Visual analysis of the photo revealed that the needle hub contained a single crack. A device history record review was performed, and no relevant findings were identified. Based on the condition of the observed needle hub , design likely caused or contributed to this event. A CAPA has been initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: during insertion the physician tried to aspirate blood, but the syringe did not work. Another set obtained for use and again had similar issue. The hub of the introducer needle was cracked on both sets. A third set obtained and worked fine. No patient injury or complication reported. The patient's condition is reported as fine.